Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device or close. This was repeated a few more times with the same result. The device was disassembled to look at the internal components. Upon disassembly, it was noticed that a sticky substance was present on the distal end of the channel and feeder but no further damages were observed. The damaged rotation tab could lead to improper loading of the clips. The sample was received with 12 clips remaining indicating that 3 clips were fired by the end user. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip applier didn't work" was confirmed based upon the sample received. One device was returned. It was found that the rotation tab is bent and a sticky substance was found on the device. These could contribute to issues with the loading of the clips into the jaws. The device was returned with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. The remaining clips were unable to properly load into the jaws of the device due to the damage to the rotation tab. A device history record review was performed on the device with no evidence to suggest a on the damage observed and the information provided , operational context caused or contributed to this event.

Event description:
The applier would not load during patient use. The was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73j1600415 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The applier would not load during patient use. The was no patient injury.